Manufacturer narrative:
The actual complaint product was not returned for evaluation. With the information available to date, a review of the production information of the investigated lot could not be conducted. To date, no sample was returned for verification and no lot number was provided. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that experiencing onset of anaphylaxis, breathing difficulty, disorientation, swelling in airway behind nose, flushed face, bloodshot eyes, increased anxiety, vomiting, diarrhea, sweating profusely and shivering 10 minutes after of inserting a pair of trial contact lenses on his eyes given by an eye doctor. This was the first time that the consumer was using the contact lenses. Upon follow up, the consumer informed sought medical treatment, symptoms resolved after taking epinephrine and other medications given for allergic reaction by paramedics and in the emergency room. The consumer removed the contact lenses from his eyes after arriving home from the emergency approximately 6 hours after the allergic reaction began. The consumer indicated significant allergy history, receives allergy shots (for dust mites) every few weeks.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. With the information available to date, a review of the production information of the investigated lot could not be conducted. To date, no sample was returned for verification and no lot number was provided. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that experiencing onset of anaphylaxis, breathing difficulty, disorientation, swelling in airway behind nose, flushed face, bloodshot eyes, increased anxiety, vomiting, diarrhea, sweating profusely and shivering 10 minutes after of inserting a pair of trial contact lenses on his eyes given by an eye doctor. This was the first time that the consumer was using the contact lenses. Upon follow up, the consumer informed sought medical treatment, symptoms resolved after taking epinephrine and other medications given for allergic reaction by paramedics and in the emergency room. The consumer removed the contact lenses from his eyes after arriving home from the emergency approximately 6 hours after the allergic reaction began. The consumer indicated significant allergy history, receives allergy shots (for dust mites) every few weeks.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided. Two opened sample was made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. Based on the evaluation results, samples were found to not be confirmable against a known specification. Further actions are in process to determine the root cause. The manufacturer internal reference number is: (B)(4).